Manufacturer narrative:
Case information including part number and lot number and related patient information was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The tip of the cannulated driver broke off during use when the surgeon tried to tighten the 2.5 x 20mm screw into the patient's bone.